Event description:
The customer questioned magnesium results generated with the architect c16000 processing module for one patient. The following data was provided: sid (B)(6) initial result 9.1 mg/dl 1.9 mg/dl (repeated on c16 #7) normal reference range 1.6 - 2.6 mg/dl no impact to patient results was reported.

Manufacturer narrative:
No patient demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) determined the cup, mixer wash (rohs) (7-93133-02) on the architect c16000 processing module was the likely cause of the issue and cleaned the part resolving the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Tracking and trending were reviewed and did not identify any trends related to the part or the architect system. The device history record was reviewed and did not identify any non-conformances or deviations for the cup, mixer wash (rohs) (7-93133-02) or for the architect c16000 processing module. The labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified. D8 - was device serviced by third party? Initial: ni / updated: no.